Event description:
Upon trying to thread the heplock into the catheter, it would not fit. It appears as if there is "extra plastic" that is impeding the thread to fit. The needle had to be removed and another inserted into the patient. Reason for use: shielded IV catheter.